Manufacturer narrative:
Device was not returned for evaluation. A review of the device history record could not be performed as the lot number was not provided. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The l4/s1 posterior stabilisation. Patient presented for routine 3 month post op. Follow up, complaining of back pain. Upon investigation, the imaging revealed that the construct rods had migrated cranially, and are completely out of the s1 screws. This is evident when comparing the construct to the image taken immediately post op.